Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstance that led to the sudden return of symptoms included the batteries in the remote were dead so the patient changed them. It did not work and the patient left it without batteries overnight and it worked. The patient had to use the remote a lot and change "my station." The device was giving her a lot of problems affecting her left leg and toes. The issues were not resolved but the device was working.

Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient .

Event description:
The patient reported a sudden return of symptoms on (B)(6) 2016. She had leakage and less than 50% relief. Her programmer would not power up in order to increase stimulation on the same day. She would increase stimulation once she received a new programmer. The patient noted that new batteries did not resolve the issue. This was not an out of box failure. The patient later reported that prior to the arrival of her replacement programmer her husband got her programmer working again. The patient's indication(s) for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.